Event description:
Presented on (B)(6) 2023 at 39 weeks gestation for repeat low transverse c-section. During the procedure, the fetal head failed to deliver (was felt not enough space for delivery through the hysterotomy, adequate fundal pressure was difficult to apply in the setting of body habitus and fetus was trying to extend head with application of any fundal pressure) so decision was made to use vacuum assist to delivery of the fetal head). Kiwi vacuum device was applied with the pressure created, however the suction malfunctioned and the device fell off the fetal head. Upon second attempt, the device malfunctioned again and would not creat a vacuum seal. A second kiwi device was requested and in the interim, delivery of the fetal head was attempted again without success despite transecting 50% of the width of the right rectus muscle (as fetus palpated to be large). The second kiwi device was applied and vacuum pressure was created, however with gentle traction, a 'pop off' occurred. The device was reapplied and the suction again failed. One final attempt at placement was made with adequate suction and there was success with delivery of the fetal head just as a second 'pop off' occurred (was discovered the second device had been expired 07/13/2022) . Successful delivery continued with not fetal harm. Neonate was admitted to the nursery and discharged.